Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2013, the patient presented to the hospital with pain, and CT imaging reportedly identified a distal type 1 endoleak and a new 5 cm aneurysm in the left common iliac artery. No other aneurysm enlargement was identified. It was reported the aneurysm elongated due to disease progression, causing a loss of circumferential wall apposition of the device (unk/unk) and the distal type I endoleak. The same day, an intervention was performed whereby the left internal iliac artery was coil embolized, and a contralateral leg component was implanted to provide distal extension into the left external iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore. (B)(4).